Event description:
It was reported that the 1.5mm hex driver tip was 'sticking' and then broke off in a screw. The drill tip could not be extracted and remained in the body. There was no reported delay and it was reported the patient remained stable.

Manufacturer narrative:
To date, the device has not returned for evaluation, the root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available.